Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, the physician could not pass the cavity integrity assessement test (cia). A hysteroscopy was performed and the physician noted a uterine perforation "high on the right side of the fundus." A laparoscopy was performed and the abdomen was evaluated, the perforation was confirmed and the edges were cauterized.